Event description:
A power issue was reported with adc reader. Customer reported the reader powered on and off and they were therefore unable to obtain readings. As a result, customer experienced a loss of consciousness while in the grocery store and was unable to self-treat, requiring third-party treatment of lucozade glucose drink by third-party.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown as the serial number provided is invalid. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A power issue was reported with adc reader. Customer reported the reader powered on and off and they were therefore unable to obtain readings. As a result, customer experienced a loss of consciousness while in the grocery store and was unable to self-treat, requiring third-party treatment of lucozade glucose drink by third-party.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.